Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is being filed under a separate medwatch manufacturer report number. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The return of the device may have assisted in the investigation of this event. Without the device analysis, a cause for the inability to achieve hemostasis could not be determined. Lack of hemostasis can be influenced by numerous factors including, but not limited to, manufacturing, user technique and patient anatomy. A sampling of finished devices is destructively tested to verify the functionality of the device including suture placement. Rotating the device during plunger/needle deployment and failure to maintain adequate foot position against the arterial wall can also be contributing factors. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there is no indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the perclose proglide after an interventional procedure. Reportedly, upon removing the plunger, the suture was not retrieved. Another proglide was deployed, but the sutures did not achieve hemostasis. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide. No additional information was provided.